Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris secondary set separated the following information was received by the initial reporter with the following verbatim this involved the secondary line falling apart directly below the drip chamber, which led to a cyclophosphamide spill on to the patient and nurse. The nurse thankfully was not exposed beyond her ppe, however the patient did have skin exposure. The skin was thoroughly washed several times with soap and water as per our guidelines. The tubing was not kept due to the nature of the spill at the time, but here is the lot # etc. For reference.

Event description:
No additional information.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of separation other component - leak could not be verified due to the product not being returned for failure investigation. A device history record review for material# 10016073 and lot# 24093190 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 11sep2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.